Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the endoscopic controller (ec) to resolve the repeated faults when using multiple scopes. The system was tested and verified as ready for use. The ec contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video. Isi received the ec unit involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the reported complaint. The remotefe error logs showed three occurrence of error 307 reported by the vpcc node, two 40084 errors reported by the vci1 node, 23 errors of 48308 errors reported by the vdc and vca 1 nodes, and sixteen occurrences of error 45311 over the past sixty day indicating a video loss issue at the video processor (vp). The ec was installed with the pca test system and then it was launched in maintenance mode to program software. Then ten power cycles were completed without error. All internal and external led¿s were lit as expected. The system was then launched in normal mode with a known operational endoscope and vp unit installed. The image quality was confirmed to be clear and free of noise. It was noted the image coloration was normal and all endoscope functionalities were operational. The dual camera interface board (dcib) pins and emi shield were intact and in good condition. As a precaution, the dcib pins will be cleaned and the ec would be upgraded to version -20 by replacing the endoscopic controller power distributor (ecpd) board and light engine. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. This complaint is being reported due to the davinci system malfunction rendering the davinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer observed scope errors. The customer informed the technical service engineer (tse) that they had reseated the scope and the issue re-occurred. The customer then tried a second scope and the error returned. The tse reviewed the system logs and observed multiple communication errors and endoscopic controller (ec) time-out errors. After trying a third scope, the scope errors re-occurred. The customer opted to convert the procedure to laparoscopic technique. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator confirmed that at the time of the reported issue, the ports had been placed into the patient and the procedure had been in progress for about twenty minutes. It was confirmed that the system was inspected prior to use and no issues were observed. There was no issues with port placement. The robotic coordinator informed that the surgeon at console was not in following mode at the time of the endoscope issues. Troubleshooting with technical support was performed; however, the issue was not resolved. The robotic coordinator informed the surgeon believed the reported event was due to the endoscope or endoscope controller. The robotic coordinator stated the surgeon decided to convert the procedure to lap as they could not get the image on all three scopes. There were no outside influences impeding movement of the system. It was unknown if the patient had returned to the hospital for post-operative complications. No video/image was available for review. The robotic coordinator informed the procedure was convert to lap and then converted to open due to patient anatomy. The procedure was completed with no patient injury or harm.